Manufacturer narrative:
01/05/2026 repair tech: (B)(4). 000 evaluated, meets specifications, customer. Water solenoid was adjusted, replaced chipped cover. Unit was ran for 30 minutes, no warm handpiece. No hp was sent in for evaluation, for proper evaluation please sent in all parts that go along with unit. Ensure no damage done to handpiece and inserts are ours and not damaged/worn. Hpc-08230. DHR review is not required because the product was returned for evaluation. The service technician could not replicate the failure noted in the complaint with the returned unit. No additional action is necessary.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron select sps g124 generator (dna), they allege that the inserts heat up. No injury was reported from the alleged event.